Event description:
It was reported ra lead is demonstrating noise, device is not marking the noise. No evidence of oversensing. Pt has silent atrium, no real p-waves. P-waves seen at 1.9 mv. Unipolar pace/bipolar sense. Impedance 248 ohms, at implant was 300 ohms. Ra lead has an issue. Rep unable to verify capture. No change to programming. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).